Event description:
It was reported that the patient had a sling implanted. The patient recently underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. No information about the patient's outcome was provided. Additional information received. The patient experienced recurring incontinence with the previous sling. The patient had a good outcome with no further complications.